Manufacturer narrative:
Date of event: exact date unknown, event occurred few months ago.

Event description:
It was reported that the patient was experiencing pain at the implant site. The physician prescribed pain pill to address the pain.

Event description:
It was reported that the patient was experiencing pain at the implant site. The physician prescribed pain pill to address the pain. Additional information was received that the patient was reprogrammed and the pocket site pain was captured. The physician mentioned that the patients ipg site looked fine. No further information has been obtained despite good faith efforts.